Manufacturer narrative:
It was reported that the lead was discarded, and would not be returned. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had loss of capture, and had not worked for years. The lv lead was explanted, and not replaced. It was reported that there were no additional adverse patient effects.